Manufacturer narrative:
The device was returned for investigation. The device was visually inspected. The smiths label was intact. The event log showed evidence of the reported failure - no disposable alarm messages after pump starting and disposable attached. A functional test was performed, and the reported failure was not replicated. No fault was found. The downstream occlusion sensor will be replaced as a preventive measure. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms "no disposable". No patient injury was reported.